Event description:
It was reported that a physician trained in the use of the proglide device attempted to place sutures for post-procedure arteriotomy closure using the preclose technique in both the right and the left femoral arteries prior to an interventional procedure (aortic abdominal aneurysm/endograft). Reportedly, when the needle plunger was removed, a suture retrieval issue occurred (either no sutures present or only one suture was present). The device was removed and another proglide device was placed using the preclosure technique. Hemostasis was achieved at the end of the interventional procedure using the pre-placed proglide sutures. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. (B)(4).